Manufacturer narrative:
The reported complaint of the autopulse platform (serial#: (B)(4)) stopped compressions, and displayed fault code "16" (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective drive train motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in october 2011, and it is 9 years old, exceeded its expected service life of 5 years. During the visual inspection of the returned autopulse platform, no physical damage was observed. During archive data review, multiple fault code 16 (timeout moving to take-up position) error messages, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the fault code 16 error message; thus, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drive train motor (slipped bushing). When the bushing slips, the drive train motor will seize unable to rotate, or might be making a grinding noise during take-up). Replaced defective drive train motor to remedy the reported fault code 16. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event, and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use on a (B)(6)- year old female, customer reported that the autopulse platform (serial#: (B)(4)) stopped compressions, and displayed fault code "16" (timeout moving to take-up position) error message. Crew was unable to clear error message, and immediately performed manual CPR. Patient death was reported. Customer did not provide information regarding the relationship between the death, and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.